Event description:
It was reported the 6949 lead was being prophylactically extracted. Following extraction, but before another lead could be placed, patient showed signs of hemothorax and tamponade. Patient died in the operating room. Cause of death has been requested and not received. Follow up revealed the patient had not been pacemaker dependent. The lead and device had been functioning fine. The lead came out easily with laser extraction and it was after this, the patient's blood pressure began to drop.

Event description:
It was reported that the 6949 lead was being prophylactically extracted. Following the extraction but before another lead could be placed, the patient showed signs of hemothorax and tamponade. The patient died in the or. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.